Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the fractured lead was unknown. Surgical intervention has not yet been scheduled due to a pending emg for an unrelated issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#:(B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient has a lead fracture and migrations of one of their leads, but they are unable to determined which one. There are no known factors at this time and no interventions have been taken. Surgical intervention has been planned, but has not been scheduled. No further complications were reported. No patient symptoms were reported.